Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2007, the pt reported that her blood glucose was elevated to 345 mg/dl. She stated that she ate a taco and bolused 4.5 units of insulin and her blood glucose elevated to 367 mg/dl. Her normal blood glucose range is 80 -140 mg/dl. She stated that there was an air bubble in her insulin cartridge. The pt was able to prime the air out of the insulin cartridge. She was advised to let insulin warm to room temperature before filling the insulin cartridge to prevent bubbles from forming. The pt was advised to notify her physician about her blood glucose issues . The pt called back the next day and stated that her blood glucose is still elevated and she has symptoms of thirst and frequent urination. She stated that she changed all of her accessories. She stated that her insulin looked cloudy. The pt was advised the insulin should be clear. The pt was advised to fill a new cartridge with fresh insulin. The following day, the pt stated that her blood glucose continues to be elevated. She stated that she received dental work four before and she was given anti-inflammatory medication and an antibiotic. She was advised to contact her physician and dentists. Nine days later, the pt stated her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.